Event description:
It was reported that after about three days of use, the spring evacuator tube was cracked.

Manufacturer narrative:
The reported event was unconfirmed. Received (5) photo samples. The first photo sample shows the overview of the spring evacuator. The second and third photo shows the spring evacuator y-connector. The fourth photo shows the top view of the y-connector. The fifth photo shows the y-connector attach to the spring evacuator. Visual evaluation of the returned sample noted one opened (without original packaging), used 3-spring evacuator. Visual inspection of the sample noted no cracks present on the tubing of y-connector nor the suction evacuator. No root cause could be found because the reported event was unconfirmed. The device history record review could not be performed without a lot number. As the reported event was unconfirmed a labeling review was not required. Correction: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after about three days of use, the spring evacuator tube was cracked.